Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Talent thoracic stent grafts were also implanted for treatment of a type I endoleak approximately 38 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a persistent type I endoleak due to a disease progression and dilatation of the aortic neck. It is unknown when the endoleak with the talent bifurcated stent graft occurred. The patient was being followed by the physician for the endoleak. The decision was made to explant the stent grafts due to the persistent endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient¿s condition affected effectiveness of device (disease progression, aortic neck dilatation). Unapproved use of device (thoracic stent graft was implanted in the abdominal aorta). Evaluation conclusion: inherent risk of procedure (endoleak). Device failure related to patient condition (disease progression, aortic neck dilatation). Unapproved or contraindicated use (thoracic stent graft was implanted in the abdominal aorta).